Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring anomaly, vibrate/beep anomaly, failed battery test and no delivery alarm on the insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or unexpected insulin flow blocked alarms noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with pillowing keypad overlay, broken belt clip rails and scratched case. The p-cap does lock properly. (B)(4).